Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is apparently about to start a legal battle with the surgeon because according to another doctor¿s letter (which he provided) the indication for the surgery (hip-tep on both sides) was wrong (the problem was in his spine not his hip joints) and adding to that the surgeon smoothed down the edge of the acetabular cup (original words of the patient: ¿ER hat den rand der pfanne abgeschliffen¿), because the femoral head didn¿t fit, which resulted in a luxation directly after surgery (while they moved him from the surgery table to his hospital bed). This caused the patient a lot of pain (the correction surgery also couldn¿t happen immediately because this happened in the evening and no surgeons/anaesthesiologists were around to correct the luxation) and he had to wear a hip orthesis for a long time to stabilize his hips. He is also still under a lot of pain. He now delivered his explanted hip prothesis to the j&j facility in (B)(4) because he needs an investigation report of the explants in the hope that the smoothing down of the edge of the cup explains/is the reason for the immediate luxation (and/or a statement that the practice of the surgeon is against the instructions for use) as this would help him in his trial.